Event description:
The facility's biomed technician reported an infusion pump with an 810:11 failure code. The biomed technician stated they have no record of any patient incident involving the pump since the last baxter service event. Device failure occurred during patient use. There was no patient injury or medical intervention during device failure. Medication was being infused, bag or syringe was used duing failure. Baxter requested specific patient information regarding infusion rate, volume to be infused, tubing, but no additional information was available